Event description:
During a standard inspection of a customer returned asset (evis exera ii ultrasound gastrovideoscope), the scope probe unit pink rubber was found cut. The customer did not report any problems associated with the device. There was no patient involvement, no harm or user injury reported to olympus.

Manufacturer narrative:
Upon further evaluation of the customer returned asset the following defects were found, missing echo signals due to piezoelectric elements damaged in the ultrasound probe, abnormal noise or grinding with angulation control knob during angulation, and incorrect shape or angle of bending. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the cut pink rubber likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.